Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Clinician called saying the patient's device was in back-up mode. They were notified via the home monitoring website. Patient recently had radiation therapy. The clinician was informed about back-up mode related to radiation therapy. Patient will be seen in office to be taken out of back up mode. Device remains implanted. On (B)(6) 2016 - patient was seen in office to take out of back up mode. Normal programming and follow-up after. Device remains implanted.